Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received no delivery alarm. The customer's blood glucose was 430 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injections. The customer reported that the no delivery alarm was resolved by changing the reservoir. The customer declined to troubleshoot for high blood glucose. The reservoir will be returned for analysis.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the reservoir snap-cap and septum for anomalies, and none were found. Ran occlusion testing. The pump passed the manual prime test and no occlusions were found.